Event description:
The customer stated that their (B)(4) display for the acuity central station had failed. This resulted in a temporary inability to monitor patients centrally until the customer replaced the monitor. There was no report of any patient harm as a result of the reported events. Note: the customer did not provide any patient information.

Manufacturer narrative:
The device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyses and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. (B)(4) factory service confirmed malfunction. The display came up for a second and then blacks out thereby failing to power up properly. The display is an off-the-shelf computer peripheral made by another manufacturer and sold by (B)(4). (B)(4) does not possess troubleshooting capability beyond identifying these subcomponents as the sources of failure.